Manufacturer narrative:
This 32-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 15-004) had fallopian tube occlusion insert (batch no. 846829) inserted. The case describes the occurrence of medical device removal ('medical device removal'). The occurrence of additional non-serious events is detailed below. The subject's medical history included amenorrhea (after stop of oac) on (B)(6) 2012, parity 1 in 2004, gravida I and obesity (bmi 30.8). Previously administered products included for contraception: oac until (B)(6) 2012. Concomitant products included naproxen from (B)(6) 2012 to (B)(6) 2012 for analgesia. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced ovarian cyst ("cyst ovarium"), 5 months 18 days after insertion of fallopian tube occlusion insert. On (B)(6) 2014, the subject was found to have uterine leiomyoma ("myomas cavum uteri"). On (B)(6) 2014, the subject underwent medical device removal (seriousness criterion intervention required) and experienced heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2016, the subject experienced haematocolpos ("haematocolpos"). The subject was treated with levonorgestrel (mirena) and surgery ((B)(6) 2017, laparosc. Hysterosalpingectomy, (B)(6) 2016, transcervical resection of endometrium. And transcervical resection of the myomas). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2013, the ovarian cyst had resolved. On (B)(6) 2014, the uterine leiomyoma had resolved. On (B)(6) 2016, the haematocolpos had resolved. On (B)(6) 2017, the medical device removal and heavy menstrual bleeding had resolved. The investigator considered haematocolpos to be related to fallopian tube occlusion insert. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered heavy menstrual bleeding, ovarian cyst and uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: the investigator received oral information about the occurrence of device removal in two of the subjects from their site (netherlands), this report refers to one of them. On (B)(6) 2014, about 1 year and 2 months after essure placement, the subject complained of hypermenorrhea assessed by the investigator as severe in intensity and not related to the essure inserts. The subject was treated with mirena iud placed on (B)(6) 2015 and removed on (B)(6) 2016; ut the event continued and was not controlled with treatment. On (B)(6) 2016, a transcervical resection of the endometrium was performed, with no resolution of hypermenorrhea. On (B)(6) 2017, the subject had a laparoscopic uterus and tubes extirpation. The nonserious adverse event was assessed as recovered on the same day. A device removal form has not been completed for this subject, due to investigator not having access to the medical records. The subject was discontinued from the study on (B)(6) 2017 as she was no longer at risk for pregnancy. Since the investigator could not confirm, there was no crf (case report form) filled for device removal. Study is closed, no follow up is available diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed the optimal location of both essure inserts, subject was instructed to rely on essure for contraception: micro-insert location left and right tubes satisfactory placement: distal end of inner coils within tube with <50% of inner coils trailing into uterine cavity, or proximal end of inner coils =30mm into tube from where contrast fills cornua. Tubal occlusion left and right tubes satisfactory occlusion: tubes occluded at the cornua. Hysteroscopy - on (B)(6) 2012: both ostia were adequately visualized during hysteroscopy, and the essure inserts were successfully placed in both fallopian tubes, with three trailing coils on the left side and one on the right side. Difficult placement procedure, surgeon is uncertain about placement: the procedure took 16 minutes (8 additional minutes) because of micro-insert-related failure: right - the essure didn't release so the gynecologist had to cut the essure in the internal os of the tube. Due to technical failure a hsg is indicated to ensure the safety of the placement.. Ultrasound scan - on (B)(6) 2012: diagnosis: cyst ovarium, mild; on (B)(6) 2013: extra check because of cyst ((B)(6) 2012): no cyst visible anymore, periods are normal. No indications for further check-ups; on (B)(6) 2014: diagnosis: myomas cavum uteri, moderate; on (B)(6) 2015: performed due to dysfunctional bloodloss: no signs of pathology; on (B)(6) 2016: haematocolpus. Lot number: 846829. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 846829) inserted. The case describes the occurrence of medical device removal ('medical device removal'). The occurrence of additional non-serious events is detailed below. The subject's medical history included amenorrhea (after stop of oac) on (B)(6) 2012, parity 1 in 2004, gravida I and obesity (bmi 30.8). Previously administered products included for contraception: oac until (B)(6) 2012. Concomitant products included naproxen from (B)(6) 2012 for analgesia. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced ovarian cyst ("cyst ovarium"), 5 months 18 days after insertion of fallopian tube occlusion insert. On (B)(6) 2014, the subject was found to have uterine leiomyoma ("myomas cavum uteri"). On (B)(6) 2014, the subject underwent medical device removal (seriousness criterion intervention required) and experienced heavy menstrual bleeding ("hypermenorrhea"). On (B)(6) 2016, the subject experienced haematocolpos ("haematocolpos"). The subject was treated with levonorgestrel (mirena) and surgery ((B)(6) 2017, laparosc. Hysterosalpingectomy, (B)(6) 2016, transcervical resection of endometrium. And transcervical resection of the myomas). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2013, the ovarian cyst had resolved. On (B)(6) 2014, the uterine leiomyoma had resolved. On (B)(6) 2016, the haematocolpos had resolved. On (B)(6) 2017, the medical device removal and heavy menstrual bleeding had resolved. The investigator considered haematocolpos to be related to fallopian tube occlusion insert. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered heavy menstrual bleeding, ovarian cyst and uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The reporter commented: the investigator received oral information about the occurrence of device removal in two of the subjects from their site (B)(6), this report refers to one of them. On (B)(6) 2014, about 1 year and 2 months after essure placement, the subject complained of hypermenorrhea assessed by the investigator as severe in intensity and not related to the essure inserts. The subject was treated with mirena iud placed on (B)(6) 2015 and removed on (B)(6) 2016; ut the event continued and was not controlled with treatment. On (B)(6) 2016, a transcervical resection of the endometrium was performed, with no resolution of hypermenorrhea. On (B)(6) 2017, the subject had a laparoscopic uterus and tubes extirpation. The nonserious adverse event was assessed as recovered on the same day. A device removal form has not been completed for this subject, due to investigator not having access to the medical records. The subject was discontinued from the study on (B)(6) 2017 as she was no longer at risk for pregnancy. Since the investigator could not confirm, there was no crf (case report form) filled for device removal. Study is closed, no follow up is available diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed the optimal location of both essure inserts, subject was instructed to rely on essure for contraception: micro-insert location left and right tubes satisfactory placement: distal end of inner coils within tube with <50% of inner coils trailing into uterine cavity, or proximal end of inner coils <=30mm into tube from where contrast fills cornua. Tubal occlusion left and right tubes satisfactory occlusion: tubes occluded at the cornua. Hysteroscopy - on (B)(6) 2012: both ostia were adequately visualized during hysteroscopy, and the essure inserts were successfully placed in both fallopian tubes, with three trailing coils on the left side and one on the right side. Difficult placement procedure, surgeon is uncertain about placement: the procedure took 16 minutes (8 additional minutes) because of micro-insert-related failure: right - the essure didn't release so the gynecologist had to cut the essure in the internal os of the tube. Due to technical failure a hsg is indicated to ensure the safety of the placement.. Ultrasound scan - on (B)(6) 2012: diagnosis: cyst ovarium, mild; on (B)(6) 2013: extra check because of cyst ( (B)(6) 2012): no cyst visible anymore, periods are normal. No indications for further check-ups; on (B)(6) 2014: diagnosis: myomas cavum uteri, moderate; on (B)(6) 2015: performed due to dysfunctional bloodloss: no signs of pathology; on (B)(6) 2016: haematocolpus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.